Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. Samples were received in used conditions without their original packaging. Visual inspection was performed at 12 inches under normal lighting to received unit. Results: observed in sets or in the retractor. Functional testing: cannula was connected to retractor and then we tested using a syringe with water in order to detect leaks. Results: during the test of received canula, the water passed through the connector. Leaks were not observed in the assembly. Based on the analysis conducted in the sample provided, the complaint was not confirmed. A device history record (DHR) review was performed. No problems or issues were identified during the DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cannula was bent and there was a leak. There was no patient injury.